Event description:
The info/printing on the label is not correct. The catalog number on the box references a regatta middle weight plus, however, the product name is for regatta floppy.

Manufacturer narrative:
The product is available for evaluation, however, as of to date it has not been returned. Add'l info will be submitted within 30 days upon receipt. This report represents three products associated with the same catalog, lot number and reported problem. See scanned pages.